Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, it was reported that both the ra and rv leads had lost all slack from implant. Rv threshold had risen to 3.0v@0.4ms. No surgical intervention was performed until (B)(6) 2020, when the lead was successfully revised. Lead remains actively implanted and no adverse patient events have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Closing codes were added to the manufacturer analysis. Closing codes were added to the analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.